Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Analysis found the rf module to have an anomalous component.

Event description:
This report is to advise of an event observed during analysis.